Event description:
A report was received that the patient had an open lesion on the midline incision. It was also noted that the pocket site was red and swollen. The patient underwent a pocket revision procedure and was doing well postoperatively.